Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that a screwdriver broke and a portion remained implanted.

Manufacturer narrative:
Manufacturer concluded that excessive mechanical torsional stress could cause the screwdriver blades in a single manufacturing lot to deform or fracture at tip. Of the affected lot, a quantity of two screwdriver blades distributed in the u.s. Are being removed from market. Possible deformation or breakage of surgical screwdriver tips due to excessive mechanical torsional force is a known inherent risk of the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.